Event description:
It was reported that difficult detachment occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy guidance. A watchman trusteer access system (was) was inserted and a 24mm watchman flx pro closure device and delivery system (wds) was advanced and deployed. The wds met release criteria. As the physician went to release the wds, he rotated the deployment knob counterclockwise, towards himself, but it would not detach from the core wire. The wds core wire started coiling around itself and wound so tight that the orange deployment knob was flush against the clear touhey at the end of the catheter. The physician was able to rotate the wds orange deployment knob clockwise to counteract the twisting of the core wire. Once the tension was unwound from the core wire, the physician again rotated the deployment knob towards himself to release the closure device, and it was successfully implanted into the laa. It was confirmed there was no closure device migration, shape change, or compression change after release, and the procedure was concluded without any patient complications.

Manufacturer narrative:
Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: can confirm allegation of difficult to detach based on imaging of core wire on back table. Unable to determine the cause with available imaging. Device evaluated by MFR.: the returned watchman flx pro delivery system was analyzed and the reported event of difficult to recapture was not confirmed, as clinical circumstances could not be replicated. Device analysis consisted of microscopic inspection which revealed the core wire was twisted and kinked. There was tip damage as the tri-cuts were flared and abrasions were within the sheath tip. Product analysis could not confirm the reported event of difficult to detach as clinical circumstances could not be replicated, however the damage to the core wire is consistent with difficulty detaching due to core wire bias.

Event description:
It was reported that difficult detachment occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy guidance. A watchman trusteer access system (was) was inserted and a 24mm watchman flx pro closure device and delivery system (wds) was advanced and deployed. The wds met release criteria. As the physician went to release the wds, he rotated the deployment knob counterclockwise, towards himself, but it would not detach from the core wire. The wds core wire started coiling around itself and wound so tight that the orange deployment knob was flush against the clear touhey at the end of the catheter. The physician was able to rotate the wds orange deployment knob clockwise to counteract the twisting of the core wire. Once the tension was unwound from the core wire, the physician again rotated the deployment knob towards himself to release the closure device, and it was successfully implanted into the laa. It was confirmed there was no closure device migration, shape change, or compression change after release, and the procedure was concluded without any patient complications.